Event description:
Info received indicates the left foot brake caster will not hold when in brake.

Manufacturer narrative:
The technician found the caster support was broken causing damage to the caster. The technician replaced the caster to repair the bed.